Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, follow up revealed that the no information was currently available; however, the patient's chart would be reviewed for the date of the event. No information was provided. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Serial #, corrected data: previously submitted MDR reported the incorrect serial number. The serial number should be: (B)(4). This report is being submitted to correct this information.

Event description:
During a review of programming history, it was noted that a faulted diagnostic occurred resulting in a change of setings. The patient's on time was not corrected back to the previous settings of 14 seconds. No adverse events have been reported as a result of this issue.